Manufacturer narrative:
Method - manufacturer reviewed x-rays of implanted device. Results - x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the vns pt was seen for a follow up appointment with the neurologist, as the pt reported not having felt stimulation of the device "in a while". A system diagnostic test was performed which revealed high lead impedance and the end of service status was set to no. The pt's device was programmed off and the pt was sent for chest and neck x-rays. X-rays were sent to manufacturer for review and there were no obvious anomalies observed and no lead discontinuities were visualized on the portion of the device that could be assessed. There was no specific report of pt trauma, however, the pt does have drop attack seizures, and it is possible that the device was damaged during a seizure. There are no previous diagnostic test results available. The pt was referred to a surgeon to explore the high lead impedance. Surgery occurred where the lead and generator were replaced. Good faith attempts to obtain the explanted lead and generator for analysis have been made, but have been unsuccessful to date.